Event description:
It was reported that a dissection occurred, requiring additional intervention. No patient complications were reported. The patient presented as asymptomatic for a right transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. The target lesion was located in the internal carotid artery (ica). During advancement of the 0.014" guidewire, the wire appeared to prolapse in the mid-common carotid artery (cca) and demonstrated abnormal behavior. The arterial sheath tip was retracted, and angiography was performed, raising concern for a dissection. The physician removed the arterial sheath, closed the puncture site using a pre-placed suture, and reaccessed the vessel more proximally. Despite additional attempts, neither the 0.014" guidewire nor a non-boston scientific 0.014" guidewire was able to engage the true lumen. The physician elected to convert the procedure to carotid endarterectomy (cea), during which a non-flow limiting dissection plane was confirmed along the posterior wall of the cca. The cea was completed without complications, and the patient awoke neurologically intact. The physician believes the dissection occurred during the initial insertion of the arterial sheath.